Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted during an esophageal stent placement procedure on (B)(4), 2011. According to the complainant, the patient's anatomy was not tortuous. During the procedure, the stent was advanced to the target anatomy and positioned over the stricture. The physician started to release the stent inside the patient; however, difficulties were experienced during deployment and the stent prematurely released into the patient's stomach. The physician had to remove the stent from the patient's stomach using forceps. Another wallflex esophageal fully covered stent was used to complete the procedure. There were no patient complications as a result of this event. The patient was reported to be in stable condition at the conclusion of this procedure.